Manufacturer narrative:
(B)(4). Unable to provide the date of manufacture as no product was returned and no part/lot number was provided. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. W/o a lot number, the device history records review could not be completed.

Event description:
A journal article: failure of proximal femoral locking compression plate: a case series: orthop trauma. Volume 25, number 2 february 2011 reported: case# 7: pt presented to ER after fall, an x-rays showed comminuted displaced four=part intertrochanteric fracture of left femur. Pt implanted with four hole lcp proximal femur plate. Six weeks post op x-rays showed varus displacement with a broken plate. The angle of the neck/shaft displaced from 135 degrees post op to 90 degrees and there was a change in plate/screw angulation proximately. Hardware removed, pt revised to tfn with helical blade and distal locking screw. Intraoperatively it was noted a 7.3 mm screw shaft broke and was removed. At 12 weeks pt was pain free and fracture was healing. Six of six reports.